Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. A stuck guidewire was reported. The procedure was completed successfully with no complications. The catheter is expected to return for laboratory analysis.